Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: could you please provide more details for "causing "warping" of the warhead"? I do not have this information, there was no advisor in this surgery. We only have the information already given by the doctor that the stapler did not complete the anastomosis. Cutting and stapling. Could you please provide more how issue was addressed? According to the surgeon, it was necessary to finish the anastomosis with suture. Could you please clarify if there were any patient consequences? I don't have that information. Patient underwent ileostomy. There was no need for an ICU and the patient is currently discharged. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I don't have that information. Only it was not necessary to have an ICU and the patient is currently discharged. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, there was partial stapling of the loop without cutting the tissue, causing "warping" of the warhead in the anastomosis with consequent difficulty in removing the set, causing injury to the anastomosis itself.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2021. Was surgery delayed due to the reported event? A: surgery was not postponed. It was finished. Was procedure successfully completed? A: yes. Were fragments generated? A: no. If yes, were they removed easily without additional intervention? A: no fragments were generated. Patient status/outcome/consequences? A: the patient was discharged from the hospital. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? A: it was not necessary. Is the patient part of a clinical study? A: no.